Event description:
This male was presented to the interventional lab for repair of a lesion located in the right common lliac artery (size of vessel unk). The access site was the right femoral artery, ipsilateral approach. There were severe calcification and moderate vessel tortuosity. The stenosis % was unk. The product was prepared as per the IFU. The guidewire (brand and size unk) was inserted across the lesion via the sheath introducer (brand and size unk), without difficulty. The product was advanced to the lesion over, the guidewire though the sheath introducer, and the balloon was inflated using the indeflator (brand unk). Upon inflation, the balloon ruptured below the nominal pressure. The balloon was carefully withdrawn, and another balloon catheter was used to complete the procedure successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing.